Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s atrial lead was displaced which resulted in a high atrial lead threshold. Efforts to program around the high atrial threshold resulted in a loss of capture and muscle stimulation. The lead was properly positioned on (B)(6) 2018. The patient was stable after the procedure.